Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during a procedure, the thread of the product broke and on another suture, the needle was detached. A new suture was opened to complete the case. There was no patient injury noted during this event.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of a device. The visual inspection of the sample noted two partial sutures and two needles in an unlabeled container. The needles were observed to be detached from the suture. Upon microscopic inspection of the needles, normal needle crimp and swage marks were observed on each needle. It was observed, under magnification, that instrument marks were present on the swaged end of each needle. The retainer and the foil pouch were inspected with no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needles were grasped improperly at the swaged end of the needle during application. Firmly grasping the needle at the swaged end can deform the crimp and cause the needle to disengage from the suture. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.